Manufacturer narrative:
On january 13, 2021, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the suspect medical device was a 350cc mentor smooth round moderate plus profile saline (catalog: 3502350 lot: 7328430). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also received additional information indicating that the date of explantation was on february 10, 2019. Mentor became aware that this date is prior to the provided date of event of october 2, 2019 and is also a different date from the replacement surgery date of march 6, 2020. Follow-ups are in progress and if clarifying information is received, a supplemental report will be submited. On january 20, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 350cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to with mentor procedure, and it revealed a tear on the anterior aspect, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 1, 2021, mentor received the following additional information: the correct date of event was september 5, 2019 and the correct date of explantation was october 2, 2019. The following fields have been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with an unspecified mentor smooth saline breast prosthesis, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed during an in-office visit. As a result, the patient underwent removal and then replacement with a 350cc mentor smooth round moderate plus profile saline (catalog: 3502350 lot: 7389343 sn: (B)(4)) on (B)(6) 2020.